Event description:
A newborn baby fell from the bed when the mother, who was holding the newborn baby, fell asleep.

Manufacturer narrative:
Newborn infant fell from the bed when the mother fell asleep. This event was reported to a hill-rom perinatal nurse consultant, approx 2 1/2 months after the event occurred and no injures were reported at that time. In a follow-up with the risk manager at the facility, hill-rom learned the infant suffered a skull fracture as a result of the fall. The facility could not identify which bed was involved in the incident, but stated the siderails were up and they did not allege a deficiency with the product.